Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during insertion.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (3) ar-1927bct-475 biocomposite corkscrew ft anchors failed. One failed on the first thread, the second failed when the driver snapped, and the third cracked about halfway in. Surgeon elected to use bone tunnels in lieu of suture anchors to complete the case. Additional information received on 11/14/2022: this was discovered during a quad tendon repair on (B)(6) 2022. Ar-1927bct-475 biocomposite corkscrew ft anchor, from lot number 10494037, broke when screwing it in on the first torque. Another ar-1927bct-475 biocomposite corkscrew ft inserter broke while surgeon was attempting to implant the screw, the torque was too much on the inserter. The anchor itself did not break but it was removed from the patient. The inserter did not break inside the patient. A third ar-1927bct-475 biocomposite corkscrew ft anchor broke and all fragments were retrieved.